Event description:
The manufacturer received information alleging that the device stopped working in the middle of the night and then could smell a burning smell. There was no report of serious patient harm or injury. There was no report that patient required medical intervention. The device was returned to a third-party service center for evaluation and the reported customer complaint was reproduced. During evaluation of the device, the third-party service center visually inspected the device and found the pca was burnt. There was no report of visible smoke or fire. In addition, the devices error log was downloaded, and one error code was present when reviewed. Lastly, the device was scrapped.